Event description:
Clinical study 323 days after a coronary artery drug eluting stenting procedure the pt expired from pancreatic cancer. In 2004 the pt received treatment for a 4 mm, 95% stenosed lesion in the proximal left anterior descending (lad) artery. The lesion was predilated prior to the physician successfully placing one taxus express2 8.8% 3.5x16mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The pt was discharged from the hosp in 5 days later receiving plavix, crestor, and asa. The pt expired in about 11 months later. The site reported that pancreatic cancer was the event leading to death for this pt.